Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via a contralateral approach. The 100% stenosed chronically occluded target lesion was located in the moderately tortuous left superficial femoral artery (sfa). An unknown guide wire was placed in the lesion after several unsuccessful attempts with 6 non bsc guide wires. Pre-dilatation was to be performed with the 3.0mm x 40mm sterling balloon catheter. The balloon was inflated to 6 atms and during the second inflation, the balloon ruptured at 10 atms. The balloon was removed intact and the procedure was completed with a 4.0mm x 60mm sterling balloon. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)